Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006vq, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient initially reported on (B)(6) 2015, she had a loss of therapeutic effect. She was going to the bathroom all of the time. The patient was unable to increase stimulation. During troubleshooting stimulation was confirmed to be on, but she did not feel stimulation. The patient attempted to increase stimulation and saw the "turn your stimulator on" screen. It was determined that stimulation was off. The patient felt stimulation after the stimulator was turned on and stimulation was too strong. Decreasing stimulation from 2.3 v to 1.51 v resulted in comfortable stimulation. Additional information received from the patient on (B)(6) 2015, reported she still had concerns with her device therapy but was working with her doctor. It was also noted that the patient received assistance from her doctor and her concerns were resolved. Additional information received from the patient on (B)(6) 2015, reported she had a sudden loss or change of therapy. She started having to run to the bathroom the afternoon of (B)(6) 2015; it seemed she had to go and had to go and had to go now. The patient saw her healthcare provider (hcp) this week and they showed her how to use her patient programmer (pp). The patient used the pp as she wanted to feel stimulation stronger; she increased from 1.4 to 1.5 v and she thought she might have turned the implantable neurostimulator (ins) off. The patient received assistance to determine if her therapy was on or off; the patient was feeling stimulation and she used the pp to confirm the ins was on, the lightning bolt was there, but she said she could not see the lightning bolt before. The patient confirmed she was at 1.5 v and she could feel stimulation. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.